Event description:
It was reported that the patient experienced overstimulation causing undesired sensation due to stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.